Event description:
It was reported that during a procedure to treat an eccentric lesion in the distal circumflex with mild calcification and 90% stenosis, a balance middleweight (bmw) elite guide wire was advanced without issue. An intravascular ultrasound (ivus) catheter was advanced over the bmw elite guide wire but could not cross the lesion due to the calcification. A non-abbott dilatation catheter was advanced over the bmw elite guide wire and inflated three times, each at 6 atmospheres for 30 seconds. Reportedly, when the physician attempted to withdraw the non-abbott dilatation catheter, the non-abbott dilatation catheter and bmw elite guide wire were found to be stuck to each other; therefore, the non-abbott dilatation catheter and bmw elite guide wire were withdrawn from the patient anatomy as a single unit. Reportedly, the non-abbott dilatation catheter and bmw elite guide wire were pulled apart once outside of the patient anatomy and there was a white material attached to the tip of the bmw elite guide wire. Reportedly, the physician does not feel that any of the white material was left in the patient anatomy. Another guide wire and balloon were used and the procedure was successfully completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the physician does not remember whether the guide wire was wiped with gauze or not. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foreign material was able to be confirmed. The difficulties removing the catheter could not be replicated in a testing environment due to the condition of the returned devices. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. The guide wire was sent to the chemical analysis lab and the results noted the unknown substance resembles a type of teflon. It is likely that the guide wire became damaged during use in the patient anatomy thereby contributing to resistance with the catheter as it came in contact with the offset coils. Furthermore, any attempt to retract the catheter as resistance was encountered would have led to the stretching and tearing of the tip of the device, which likely resulted in a piece of teflon from the catheter becoming lodged on the wire. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.